Event description:
Additional information received indicated that the battery in the device was dead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider (hcp) and a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient's ins battery was "dead" and would not be replaced because the patient does not want to have another surgery. The consumer also stated that their hcp was ordering an MRI of the spine because of something that the chp say on an x-ray which the hcp thought may be contributing to the patient's report of pain. The consumer hung up before additional information could be obtained. An additional call from the patient's hcp reported that the patient had told them that the patient's battery was dead, but the hcp did not know if the patient meant the ins or patient programmer (pp), the hcp also requested MRI guidelines and was provided with the information. The hcp calling stated that they did not know the reason for the MRI. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information received indicated that there was no device explanted. The patient not recovered symptoms/issue ongoing. The patient was fine but just having voiding symptoms.

Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. The patient programmer would not do telemetry with or without antenna. The patient turned therapy off for shoulder surgery 3-4 months ago. She said she didn't turn therapy on after surgery. The patient reported a loss of therapeutic effect, having bladder issues with frequency, leakage, and not getting to the bathroom fast enough. The patient tried to turn therapy on the day of the call, but couldn't. The patient status was reported as unknown. Additional information received on (B)(6) 2015 indicated that patient was having telemetry issues. The patient had had her stimulation off for the past 6 months, when attempted to turn her stimulation on two weeks ago, she was not able to communicate. It was indicated that the patient received a replacement patient programmer and continued not to be able to communicate with her implant. It was indicated that health care provider had attempted to communicate with patient's device with her clinician programmer and continued to not be able to communicate. The patient last visit was (B)(6) 2014, patient left the clinic at 6.3v using program 9. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va01czm, implanted: (B)(6) 2012, product type lead. (B)(4).